Event description:
Since the surgery rptr is in constant pain and unable to do a lot of everyday chores. She has not been able to return to work. She can't sit very long, or stand for any length of time. She has a hard time walking any distance and gets severe leg spasms in her right shin and foot.